Manufacturer narrative:
Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use foreign matter was discovered with a bd intima-ii¿ closed IV catheter system. The following information was provided by the initial reporter, translated from (B)(6) to english: when the nurse opened the package and go to puncture, she found a foreign body on the needle.

Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 9077601. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, visual evaluation of the submitted samples and the resulting review of the manufacturing process determined that the identity of the material is solidified silicone. Silicone is a material used to manufacture this device, and is applied to the catheter as a lubricant for reduced resistance during insertion. Excess application of the lubricant is currently possible due to limitations in the manufacturing process. Bd is currently investigating potential process changes to eliminate the occurrence of similar events.

Event description:
It was reported that prior to use foreign matter was discovered with a bd intima-ii¿ closed IV catheter system. The following information was provided by the initial reporter, translated from chinese to english: when the nurse opened the package and go to puncture, she found a foreign body on the needle.